Event description:
It was reported the patient's scs ipg battery depleted. The patient's scs ipg was explanted and replaced. The patient's new system was programmed and the patient reported receiving effective stimulation postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.